Manufacturer narrative:
Pump received with no button response due to unlocked j2/lcd keypad connector. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump's act button was unresponsive. Blood glucose level at the time of the incident was 115 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.